Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Dr (B)(6)'s pt was booked to have a patella resurfacing done as the pt felt pain in the right knee. He has had bilateral triathlon knees insitu which were done (B)(6) 2009. Dr. (B)(6) thought it would be a good idea to exchange the right triathlon poly insert as well as resurface the right patella. He asked for the explanted poly insert to be examined as he could see some wear on the implant bearing surface. The femur and tibia remain insitu, only the insert is being returned for investigation.